Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe cutter was not working during a left eye procedure. Additional information and product sample have been requested for this event.

Manufacturer narrative:
A device history record review for the reported product shows the product was released per specifications. Upon visual inspection of the returned sample it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's report is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. An internal investigation has been opened to address reports of a similar nature. (B)(4).